Event description:
Diabetic ketoacidosis [ketosis]. Case description: a diabetes nurse specialist reported that a pt needed admission to the hosp with diabetic ketoacidosis. The innovo doser had been opened part way through the cartridge. It is not yet established why the pt was unaware that the innovo doser was not delivering any insulin.